Manufacturer narrative:
The error codes were identified during the standard checks conducted after the upgrade procedure. Based on this new information retrieved, the error codes can always detected before the procedure and are not likely to contribute to death or serious injury. Thus, the event has been re-assessed as non reportable.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in columbus, united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t had an issue during procedure. Up to date, it has not been possible to retrieve information about the nature of the issue. There was no report of patient injury.